Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 283 mg/dl at the time of the call. The customer was given juice, food, glucagon and intravenous glucose to treat. The customer experienced symptoms such as convulsions and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.